Manufacturer narrative:
Age or date of birth: patient date of birth is unavailable. Weight: patient weight is unavailable. Lot #, model #, UDI #, expiration date: device model, lot, expiration date and UDI numbers are unavailable. PMA/510k: 510k number is unavailable because device model number is unknown. Manufacture date: device manufacture date is unavailable because device lot number is unavailable.

Event description:
A lead extraction procedure commenced to remove 3 leads: a right ventricular (rv) lead, a right atrial (ra) lead and a left ventricular (lv) lead. Spectranetics devices in use: 14f glidelight laser sheath, lead locking devices (lld). Using these devices, the rv lead and ra lead were successfully removed. While attempting to remove the lv lead, as the physician was attempting to extract the lead using traction forces, the patient's blood pressure dropped. Rescue efforts began immediately, including sternotomy. A right atrial perforation was discovered. The physician successfully repaired the area and the patient was stabilized. The physician thinks that traction forces were suspect in the right atrial injury.